Event description:
It was reported that the foley catheter was difficult to deflate. It was later reported per additional information from the ibc via email 11 april 2019; the balloon did eventually deflate on its own. No medical intervention was required.

Manufacturer narrative:
The reported event was unconfirmed. The evaluation found that the returned sample could be inflated and deflated without difficulty. The sample was evaluated and observed no pinch, blockage and no other conditions that could be associated with reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " when deflating balloon, do not aspirate with a syringe by hands. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was difficult to deflate. It was later reported per additional information from the ibc via email (B)(6) 2019; the balloon did eventually deflate on its own. No medical intervention was required.